Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? Was the patient stented? What is the current condition of the patient? Please let us know when the remainder of the linx has been removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx eroded into the esophagus. Patient had pain in the chest so went to consultation and diagnostics (endoscopy) . Turns out the linx eroded with 3 beads into the esophagus and had to be removed. Linx was removed endoscopically. Now waiting for healing and laparoscopic removal of what's left around the esophagus.

Manufacturer narrative:
(B)(4); date sent: 10/27/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 25841 batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2022. Additional information was requested, and the following was obtained: has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? Was the patient stented? What is the current condition of the patient? Please let us know when the remainder of the linx has been removed. Answer = there was no dilatation performed. No pictures or videos.